Manufacturer narrative:
The device has been returned to the MFR. Confirmation testing shows the meter is operating within specification. No test strip lot info was provided. The owner's guide has been carefully reviewed. There is no indication the event occurred due to poor labeling. The guide instructs the user to take another measurement if a reading seems questionable. There is no indication this was done before the insulin was administered. Ibgstar field returns regarding similar complaints have been reviewed and there is no evidence the even occurred due to a component failure. This event will continue to be trended.

Event description:
The caller reported the ibgstar meter measured her glucose too high compared to her symptoms. The reporter is a type 1 diabetic who uses 20 iu lantus and 8-10 iu apidra before breakfast and 8-10 iu apidra in the before supper. Her usual hba1c is 7.8% and has been using the ibgstar meter for 7-8 months with usual blood glucose values between 1-3 g/l. On an unspecified date in (B)(6) 2014, she measured her blood glucose at midnight to be 6 g/l. She injected 6 iu apidra and measured her blood glucose, 1.9 g/l 5 minutes later. She reported experiencing hypoglycemic symptoms. The next 3 hours she measured her blood glucose and ate every 15 minutes until her blood glucose stabilized at 2.1 g/l.